Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the patient experienced worse pain during palpation of the ins, with stimulation on and off. The surgical intervention was scheduled for (B)(6) 2020. The patient was alive with no injury.

Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that after running an x-ray, the physician did not notice any change in position of the ins or integrity issue. It was noted the ins was implanted in the right flank. The impedances were all within range. The patient experienced suboptimal stimulation and shocking feeling when the stimulation was on, and even worse when palpating the ins. The patient felt pain in the ins area when the physician palpated the ins while there was no stimulation. The shocking sensation was noticed a few weeks ago while the patient was sitting on the couch. The cause was unknown, but a possible fluid short. The physician decided to go a head with a revision procedure. The ins will be replaced and implanted in another area of the flank, and possibly replacement of the lead if required. No further complications were reported or anticipated.